Event description:
It was reported that this communicator showed a red call doctor (rcd) icon which indicates a potential change in the patient's implanted device, that was not transmitted as yellow sending waves were noticed. The communicator was power-cycled and the issue was resolved once the patient moved to a different room in the house. Further information was received indicating that the rcd alert was recorded due to a lead safety switch that was triggered due to high right ventricular (rv) pacing impedance out-of-range (oor). The impedance trend has irregular spikes across time to the point of reaching the mentioned oor measurement. Attempts to obtain additional information were unsuccessful. This implantable pulse generator (pacemaker) remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this communicator showed a red call doctor (rcd) icon which indicates a potential change in the patient's implanted device, that was not transmitted as yellow sending waves were noticed. The communicator was power-cycled and the issue was resolved once the patient moved to a different room in the house. Further information was received indicating that the rcd alert was recorded due to a lead safety switch that was triggered due to high right ventricular (rv) pacing impedance out-of-range (oor). The impedance trend has irregular spikes across time to the point of reaching the mentioned oor measurement. Attempts to obtain additional information were unsuccessful. This implantable pulse generator (pacemaker) remains in service and no adverse patient effects were reported.